Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 450 mg/dl. The customer felt that the cannula may have been kinked, causing her blood glucose levels to elevate. The customer did not have any other information regarding the event.